Event description:
I had breast implants put into my body on (B)(6) 1999, they were textured. Mcghan style 168. About a year later I went to the ER for stomach problems. I was diagnosed with ibs. I have had digestive issues ever since getting my implants. Shortly after that, my periods started to get really bad, long and blood. In 2007, I was told I had a uterus full of fibroids and I had a hysterectomy. Then after that I had chronic pain in my chest area, trouble breathing, my joints hurt, I was tired all the time and my mind went to mush. In (B)(6) 2018, I was just not right, so I went to my dr and I had an ultrasound done on my chest and xrays of my chest and lungs, then I had an MRI and they found cysts in my body and a lesion on my liver but those would not cause me physical pain. It was then I asked my dr could be my implants? She said she would not know and I would need to see a plastic surgeon. In (B)(6) 2019, I saw dr (B)(6) md, here in (B)(6) and once he heard, I had the textured implants, he said they should be removed, that's when I found out these were banned in europe. So on (B)(6), I had my implants removed and as only 6 days post op, I can tell you my body feels better.